Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's recharge burden had increased resulting in the need to charge the ipg daily ((B)(6)). The device stopped working in (B)(6) 2012, at which time communication could no longer be established between the ipg and external device (charging system and pt programmer). The ipg was explanted and replaced which resolved the reported issue.